Event description:
Reporter indicated that a dell handheld computer was freezing on the interrogation screen during every interrogation. A soft reset was performed, and it resolved the problem. The handheld computer will not be returned.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.